Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose was low. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they want to upgrade pump because she said her pump wasn't working according to her doctor. It was possibly over delivering causing her to have low blood glucose. The customer hung up before asking about blood glucose. The insulin pump will not be returned for analysis.